Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced a high blood glucose level of 500 mg/dl. The customer did not mention any symptoms at the time of the event. The customer treated the high blood glucose with the insulin pump. The customer reported having issues with transmitter not connecting properly to the sensor leading to the high blood glucose. Troubleshooting was provided for the transmitter connection. The customer reported that the transmitter was not able to connect. The auto mode feature was not on due to issues with the transmitter and sensor. The insulin pump will not return for analysis.